Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer complained of experiencing low blood glucose levels. The customer's blood glucose reading at the time of the report was 78 mg/dl. Troubleshooting was performed and found that the customer had not rewound the insulin pump during the priming process. The customer was advised to seek medical attention to treat her blood glucose levels. Nothing further was reported.